Manufacturer narrative:
The failure investigation has been completed and the alleged battery and shutdown unexpected issues were verified. Functional testing was performed and no failure was identified related to the reported malfunction issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating and the pump shut off unexpectedly. Subsequently, it was reported that an unspecified malfunction alarm occurred. The customer's blood glucose was 235 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.